Event description:
It was reported that this pacemaker went into safety mode. The patient reported to feel "knocking" sensation. A device changeout is planned to occur. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. The patient did not sign the patient consent form. The device will not be returned for analysis. No additional adverse patient effects were reported.